Event description:
The customer reported that their ethernet switch was down and would not power on. This resulted in a loss of centralized patient monitoring. There was no report of any patient harm as a result of the reported event.